Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited loss of capture at maximum outputs with asystole greater than 2 seconds duration. The lead was subsequently found to have perforated the heart wall. An invasive procedure was performed. The lead was successfully repositioned. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.